Event description:
International affiliate reported a patient developed a fever and redness at the surgical site 12 days following excision of the breast. Two drains and reservoir were used post op and removed on day 7. Cephom antibiotic was administered. The redness and the heat sensation were present for two weeks. The patient's fever and redness subsided.